Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the monopolar curved scissors (mcs) instrument or the mcs tip cover accessory in order to perform failure analysis. Therefore, the root cause of the customer reported failure cannot be determined. A follow-up MDR will be submitted if the mcs instrument and/or the mcs tip cover accessory is returned (post failure analysis evaluation) or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Failure analysis investigation is not required as no product was returned for this event. No image or video clip for the reported event was submitted for review. A review of logs for system sk2311 with a procedure date of (B)(6) 2020 shows a procedure was performed. In this procedure the following instruments were used: 8mm 0 degree endoscope (pn 470026-64; sn # (B)(4)) was exchanged with 8mm 0 degree endoscope (pn 470026-65; sn # sf2013713). The endoscope has maximum 2000 uses. The alleged event occurred on the 31st use of the endoscope. Monopolar curved scissors (pn 470179-19; lot # n10200504-0010). Based on system log review, the instrument was used in subsequent procedures without any issues after the alleged event reported on this record. Based on the information provided at this time, this complaint is being classified as a reportable malfunction event due to the following conclusion: it was alleged that the instrument arced when the surgeon was activating monopolar energy with no evidence or claim of user mishandling or misuse. Although there was no report of patient harm, injury or adverse outcome due to the event, if the issue were to recur it could cause or contribute to the adverse event. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if a report was submitted to the FDA by the initial reporter.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, when the surgeon was activating monopolar energy, a spark occurred on the instrument. The customer also stated that they replaced the endoscope to resolve this issue but wanted to call this in to report what just occurred. The customer contacted technical support for assistance. The technical support engineer (tse) viewed system logs and noticed 45312 errors for endoscope 1838163. The tse asked the customer if they replaced the monopolar curved scissors (mcs) instrument as well and the customer stated that they only replaced the endoscope. The customer also stated that there was no patient harm and the surgeon proceeded with the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter, and obtained the following additional information: she said it was a spark that was observed. There was no patient injury. They changed out the endoscope and the issue was resolved. She did not want to provide any other information including patient-related information. The da vinci senior clinical sales representative received additional information from surgeon regarding the event. The surgeon saw sparks or arcing at the instrument tip at the tissue. Staff in the room did not see sparks, however they did complain of image disruption when the monopolar was activated, described as a ¿snowy screen¿ and ¿lines across the screen.¿ the endoscope was replaced. The instrument was inspected prior to use and no damage was noted. The cannula was not inspected prior to use. The arcing occurred in the beginning of the case with round ligament. Monoploar cut/ coagulation type of energy was being activated when the arcing event occurred. The erbe settings were cut: 3 and coagulation: 3. The grounding pad was placed on the thigh of the patient and there was no issue with the grounding pad. The sparking occurred at the tip of the instrument. The mcs tip cover accessory was properly installed during the surgical procedure and no damage was noted on the mcs tip cover accessory before, during, or after the arcing event occurred. Surgeon was not sure if electrolube or any other lubricant was applied to the mcs instrument prior to the tip cover installation. The instrument tip was in contact with tissue when the arcing event occurred. Site had maintenance come to the room and check plugs and power connections and the issue seemed to be resolved at that point. The cause of the issue was unknown. There was no patient injury reported, and the patient did not return to the hospital for any post-surgical complications as a result of the arcing event.